Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient and aid states unit isn't suctioning the urine canister only shows it collected only 600 cc yesterday or 800 cc of urine. States is not wet nor wakes up soaked in urine but is more concerned that when he wakes up there's very little urine in canister. Rep explained unit doesn't control how much he urinates. Explains if that's all its collecting; he must have not drank enough fluids. Rep did explain we can t/s if they wanted to but he states he would just try to drink more fluids and see what happens. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient and aid states unit isn't suctioning the urine canister only shows it collected only 600 cc yesterday or 800 cc of urine states is not wet nor wakes up soaked in urine but is more concerned that when he wakes up there's very little urine in canister. Rep explained unit doesn't control how much he urinates, explains if that's all its collecting he must have not drank enough fluids. Rep did explain we can t/s if they wanted to but he states he would just try to drink more fluids and see what happens. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared)